Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: loose coupler, blurry image, moisture inside the charged coupled device. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: camera head has a lot of play/movement in it due to loose coupler. Blurry image was due to moisture inside the charged coupled device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had a lot of play\movement in it. There were no reports of patient harm.